Manufacturer narrative:
As reported, about 2.5 years post implant of the bard/davol ventralight st mesh, the patient diagnosed with severe bowel intraabdominal adhesions during a surgical procedure and underwent take-down of adhesions. As reported, ae is reported as resolved. The clinician has assessed the patient¿s postoperative course as being "possibly" related to the study device and possibly related to the index procedure, however, based on the information provided, no conclusion can be made. Adhesion is a known inherent risk of hernia repair surgery. The adverse reactions section of the instructions-for-use, supplied with the device lists adhesions as a possible complication. This MDR represents the ae of adhesion. Additional mdrs were submitted to represent aes of seroma and ecchymosis. Not returned - remains implanted.

Event description:
Reported per clinical trial (B)(4): (B)(6) 2013 - subject patient underwent a primary open midline infra umbilical hernia repair procedure, during which a bard/davol ventralight st mesh was implanted using mechanical fixation and sutures. Full skin closure was achieved using staples. The subject patient was discharged from the hospital on (B)(6) 2013. (B)(6) 2015 - subject patient underwent a laparoscopic surgery for presumed hydrosalpinx, but upon inspection, there was no hydrosalpinx or cyst found, severe intraabdominal adhesions were found, which were taken down. The patient was discharged the same day. Per the study clinician, the reported adverse event has been assessed as mild in severity, possibly related to the study device and possibly related to the index procedure. The outcome for this ae is reported as recovered/resolved.